Manufacturer narrative:
Device evaluation: the cotton-huibregtse biliary stent, of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the attached journal article, "long-term safety of endoscopic biliary stents for cholangitis complicating choledocholithiasis: a multi-centre study." Complaint files: (B)(4) were opened as a result of this paper. This file was opened to capture the 205 cases of potential user error for the cotton-huibregtse biliary stent exceeding the indwell period in group b (rpn: unknown) (B)(4) (report reference number: 3001845648-2020-00931) was opened for the off-label use of the cotton-huibregtse biliary stent being placed without ercp due to sedation related complications (rpn: unknown). (B)(4) (report reference number: 3001845648-2020-00926) was opened for the 64 cases of user error of the cotton-huibregtse biliary stent for exceeding the indwell period in group a (rpn: unknown). (B)(4) (report reference number: 3001845648-2020-00927) was opened to capture 5 cases stent migration and user error for the cotton-huibregtse biliary stent as exceeded indwell in group a (rpn: unknown). (B)(4) (report reference number: 3001845648-2020-00929) was opened to capture 1 case stent of related pancreatitis and potential user error for the cotton-huibregtse biliary stent exceeds indwell period in group b (rpn: unknown). (B)(4) (report reference number: 3001845648-2020-00930) was opened to capture 11 cases of stent migration and potential user error exceeds indwell period in group b (rpn: unknown). Document review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all cotton-huibregtse biliary stent stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device exceeded its intended indwell period as stated in the instructions for use (ifu0045-7) "this device should not be left indwelling for more than three months or as directed by a physician." This study concerned the treatment of biliary stenting for relieving biliary obstruction where the safety of biliary of retained biliary stone retention was reported and involved patients who underwent ercp (endoscopic retrograde cholangiopancreatography) and biliary stent insertion for the treatment of cholangitis due to choledocholithiasis. 308 patients were identified where 83 patients had retained long-term biliary stents of more than 6 months (group a) compared to 225 patients whose biliary stents were removed within a 6 month period (group b). As per information reported in the paper, 217/225 patients in group b had plastic stents placed. As the 1 case of stent related pancreatitis is captured in (B)(4) and 11 cases of stent migration and user error exceeding indwell period in group b is captured in (B)(4), the remaining 205 cases of user error exceeding the indwell period are captured in this complaint. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. According to clinical input received, 9 patients who experienced cholangitis and 5 patients who experienced biliary colic was due to choledocholithiasis and not a stent-related complication. Summary: complaint is based on customer testimony. According to the information reported, there was 1 case of pancreatitis in a patient who had a stent placed that exceed the recommended indwell period. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the correction of annex a and g codes.

Manufacturer narrative:
Device evaluation: the cotton-huibregtse biliary stent, of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created from the journal article, "long-term safety of endoscopic biliary stents for cholangitis complicating choledocholithiasis: a multi-centre study" complaint files (B)(4) were opened as a result of this paper. This file was opened to capture the 205 cases of potential user error for the cotton-huibregtse biliary stent exceeding the indwell period in group b (rpn: unknown) (B)(4) (MDR ref: 3001845648-2020-00931) was opened for the off-label use of the cotton-huibregtse biliary stent being placed without ercp due to sedation related complications (rpn: unknown). (B)(4) (MDR ref: 3001845648-2020-00926) was opened for the 64 cases of user error of the cotton-huibregtse biliary stent for exceeding the indwell period in group a (rpn: unknown). (B)(4) (MDR ref: 3001845648-2020-00927) was opened to capture 5 cases stent migration and user error for the cotton-huibregtse biliary stent as exceeded indwell in group a (rpn: unknown). (B)(4) (MDR ref: 3001845648-2020-00929) was opened to capture 1 case stent of related pancreatitis and potential user error for the cotton-huibregtse biliary stent exceeds indwell period in group b (rpn: unknown). (B)(4) w(MDR ref: 3001845648-2020-00930) as opened to capture 11 cases of stent migration and potential user error exceeds indwell period in group b (rpn: unknown) document review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all cotton-huibregtse biliary stent stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device exceeded its intended indwell period as stated in the instructions for use (ifu0045-7) "this device should not be left indwelling for more than three months or as directed by a physician." This study concerned the treatment of biliary stenting for relieving biliary obstruction where the safety of biliary of retained biliary stone retention was reported and involved patients who underwent ercp (endoscopic retrograde cholangiopancreatography) and biliary stent insertion for the treatment of cholangitis due to choledocholithiasis. 308 patients were identified where 83 patients had retained long-term biliary stents of more than 6 months (group a) compared to 225 patients whose biliary stents were removed within a 6 month period (group b). As per information reported in the paper, 217/225 patients in group b had plastic stents placed. As the 1 case of stent related pancreatitis is captured in (B)(4) and 11 cases of stent migration and user error exceeding indwell period in group b is captured in (B)(4), the remaining 205 cases of user error exceeding the indwell period are captured in this complaint. Root cause review: a definitive root cause can be attributed to the user error of the device exceeding the recommended indwell period of 3 months as per the instruction for use. According to clinical input received, 9 patients who experienced cholangitis and 5 patients who experienced biliary colic was due to choledocholithiasis and not a stent-related complication. Summary: complaint is based on customer testimony. According to the information reported, there was 1 case of pancreatitis in a patient who had a stent placed that exceed the recommended indwell period. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sbeit 2020 - long-term safety of endoscopic biliary stents for cholangitis complicating choledocholithiasis: a multi-center study. As per the paper it states: ¿in our study we used two types of biliary stents, mostly plastic stents (cotton-huibregtse stents 10 fr, 7 cm of cook medical)¿. Possible rpns based on above description are: chbs-10-7 and chbso-10-7. It cannot be confirmed which is correct so the rpn will be ¿unknown¿. Group b: as per the paper, ¿225 patients whose biliary stents were removed within 6 months following the index ercp (group b).¿ (group b) ¿ the paper states that in group b the stents were removed within 6 months, the paper does not conclusively state that the stents were removed after the 3-month recommended indwell period as it simply states that they were removed ¿within 6-month period¿. Therefore, it cannot be confirmed that user error took place, however adopting a conservative approach, this file will be assessed for user error as per ifu0045-7 ¿the device should not be left indwelling for more than three months.¿ as per table 1, it confirms that of the 225 patients in group b, 217 of them had plastic stents placed. As 1 patient out of the 217 who had plastic stent placed experienced ¿stent related pancreatitis¿ (B)(4) will capture that case, (B)(4) will capture 11 cases of stent migration and potential user error exceeds indwell period and this file will capture the remaining 205. This file will capture 205 cases of potential user error for exceeding the indwell period in group b.